Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).

Event description:
A laser tech reports experiencing problems with a new 50 procedure wave card. The card caused the laser to pause in the middle of two pts' treatments and displayed the message, "invalid card, no card, or insert new card." The wave card would also indicate 0 treatments left. The tech removed the card and reinserted the card to resolve the issues, but eventually switched to another card. No pt injury reported.